Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Customer consumed juice and glucose tablets to address bg. Paramedics were called however no assistance was provided. Customer updated their pump settings to address the event.